Manufacturer narrative:
The memory content and ability of the ICD to provide therapy were thoroughly analyzed. The check of the device data was able to confirm the clinical observation. Interference signals were detected in the ventricular channel in the available iegms. In addition, there was a documented increase in the ventricular pacing impedance. However, the ICD proved to be fully functional during the analysis.the analysis of the lead fragments showed multiple signs of wear. In particular at the proximal lead fragment, the insulation was damaged due to fraying about 13 cm distal of the is-1 connector pin. The rope conductor to the svc shock coil was exposed in this area of the lead damage, as was also reported in the complaint. In addition, the insulation was damaged in several places on the distal fragment. In particular 8.5 cm and 9.5 cm proximal of the tip electrode, the insulation was damaged due to fraying. This damage manifestation is with high probability the cause for the observed interference signals.the characteristics of the damage manifestations lead to the assumption of strong mechanical stress on the lead in the implanted state. The position and kind of the proximal insulation fraying are characteristic for massive stress on the lead by strong pressure onto the generator housing with simultaneous friction against it. The insulation damages at the distal fragment are due to considerable lead movement in the area of the tricuspid valve. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis.the deformations of the two shock coils are a result of the explantation process.neither the analysis of the ICD nor of the lead showed any indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 70 months, oversensing was reported. During the subsequent revision, a suspected lead defect was observed. Lead and ICD were explanted and returned to biotronik for analysis. No deterioration of the patient's state of health was reported.